Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance, crystals adhering to the detergent sensor next to the detergent pump, forming a mound. After removing the crystals in addition to the scheduled maintenance, when the device operation was checked, error e95 which indicates no remaining detergent occurred. When the sensor was replaced and the device was restarted, no error occurred and it worked normally. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. E95 was reproduced since the propeller was not rotating. When the appearance of the device was checked, it was confirmed that the detergent was sticking white on the surface. The air leak test was performed. As a result, no air leaked from the sensor, and no signs of liquid leakage could be confirmed. When the pressure was applied to the device using colored water, it was confirmed that liquid leakage occurred from the adhesive part of the upper cover and the below cover. In addition, the propeller began to rotate when water continued to flow in the sensor pipe, and when assembled again in the device, e95 was resolved. Based on the investigation results, it was presumed that the detergent leaked since an unexpected pressure was applied inside the sensor. In addition, it was considered that e95 occurred because a white dry residue adhered to the sensor surface due to a leak of detergent from the sensor, and the detergent inside the sensor was attached around the propeller. As a result of evaluation, omsc concluded that the reported event was not reportable event.